Event description:
It was reported that the device would be difficult to maneuver due to the guide roller of the crawler breaking apart. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.